Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain. The patient thought t they were getting electrocuted about a week ago. They lost control of everything. They thought they were having a heart attack because the pain was up around their heart. They couldn't turn it off or on. Finally, it just quite and the machine went dead. The patient wants their device removed. The patient was sent a physician listing. No further complications were reported/are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. When asked to clarify the heart attack the patient indicated that the device was shocking continuously- it felt like they were being shocked by a defibrillator. They had no control of the device and it would not turn off. The cause of the shocking was because the device code indicated that the battery was dying. They have yet to determine why the implanted battery was dying. They are waiting to get an appointment with their healthcare professional (hcp). They have not tried to use the device since the incident because they are scared to use it now. Surgical intervention will occur as soon as the hcp can take it out. They would ask their hcp to return the devices for analysis. No further complications were reported/are anticipated.